Event description:
During an open liver resection, a cusa excel tip c4601s was reported to have fractured and detached from the main body of the tip. The unit was in contact with the pt; however, the pt did not incur an injury. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.